Event description:
The roller pump displayed status messages noting drive belt slip and overspeed. The pump then stopped and was replaced. No pt injury was reported.

Event description:
The roller pump displayed status messages noting drive belt slip and overspeed. The pump then stopped and was replaced. No patient injury was reported.